Manufacturer narrative:
(B)(4). Any additional information that is provided by the customer will be included in a follow-up report. (B)(4). At this time, carefusion has not received the suspect component for evaluation.

Event description:
The customer dealer reported that when they replaced the power supply, battery, and oxygen (o2) components, the unit started alarming motor fault. The customer reported no patient involvement or allegation of patient harm.